Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative adjusted the power supply three. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system had issues with the foot pedal and the monitor. No patient injury was reported.